Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement due to normal eri, the atrial lead was not working. Physician capped the lead on (B)(6) 2018 and replaced with new lead. Patient did well post procedure. No further information is available.